Event description:
Procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be adhesion of foreign material (such as residual fluid, deposit, sebum stain, dust and fluff of gauze) to the electrical contact of scope connector part. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video processor had a poor connection in which the image disappeared when the connector was moved. The issue was found during preparation for use of an unspecified diagnostic procedure. The procedure was completed with no reports of patient harm.